Manufacturer narrative:
A device history review of lot/serial number (B)(6) was conducted, and non-conformance 200232973 (deviation image rotation) was found. The device was reworked and shipped in conformance with specifications. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on edge objective frame, light guide connector loose adapter and broken video connector edge. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope light was very dim. There were no reports of patient harm.